Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing pain at the ipg site due to the position of the ipg after having lost weight. Surgical intervention may take place at a later date to address the issue.

Event description:
Follow-up identified the issue is resolved.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the doctor electively explanted and replaced the patient's ipg (with a different model). The doctor also relocated the patient's ipg pocket.